Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead exhibited positioning difficulty as the helix did not attach to the myocardial tissue despite multiple attempted placements. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.